Event description:
It was reported that"(B)(6) 2024, the doctor found the swg/needle resistance when the swg insert into the needle, the swg was found kinked during used on the same patient. Involved 3 pc." Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization assembly for analysis. No definite signs of use were observed. Visual and microscopic did not reveal any defects or anomalies on the returned sample. All components appeared to function as intended. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The returned guide wire was advanced into the needle cannula. The guide wire passed completely through the cannula with little to no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit was reviewed as part of this complaint investigation. The report of a kinked guide wire due to needle resistance was not able to be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies on the returned sample. Likewise, the assembly met all relevant functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " (B)(6) 2024, the doctor found the swg/needle resistance when the swg insert into the needle, the swg was found kinked during used on the same patient. Involved 3 pc." Associated complaints 9680794-2024-00738 and 9680794-2024-00789.